Event description:
It was reported by dealer that the tdxsp-mcg power chair keeps moving when the person leaves off the head array. The same with legrest functions. Dealer states the chair was pinned against the countertop due to the movement of the chair when patient let up off the head array.